Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation (stent damage) was confirmed. The reported shaft break was not confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There was no damage noted to the stent delivery system (sds) during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely the device interacted with the mildly calcified, heavily tortuous, 90% stenosed lesion during advancement resulting in the reported failure to advance, material deformation and noted kinked distal tip. The investigation determined the reported failure to advance, and material deformation appear to be related to circumstances of the procedure. A conclusive cause for the reported shaft break could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was mildly calcified, heavily tortuous and 90% stenosed. A xience sierra stent was advanced but failed to cross the lesion due to the anatomy. The device was withdrawn, and it was observed that the inner member of distal shaft was separated in two pieces; however, the outer member remained intact. Additionally, the distal stent struts were flared. There was no reported adverse patient effect and no clinically significant delay in the procedure. A new stent used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.